Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported experiencing a tingling sensation in both legs when lying on their back, which began a couple of weeks ago. Pt mentioned the sensation only occurs in this position and otherwise feels fine. Pt was using group b, and adaptivstim was not active on any programs within that group. Agent instructed pt to change groups, and pt confirmed the sensation was absent when using group c. Agent advised pt to continue using group c and provide feedback to the mdt rep during the next follow-up appointment. Agent redirected pt to hcp and mdt rep if they have concerns with their program and the unexpected stimulation.